Manufacturer narrative:
MDR 3003442380-2024-02461- device 6 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom on 16 apr 2024, it was reported that eight infusion set cannulas were kinked. The patient noticed the symptoms within three or more hours after insertion in upper buttocks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.